Manufacturer narrative:
Product analysis: the device was returned for evaluation with the balloon folds in a post inflated state. The tip exhibited slight deformation. The balloon failed the negative prep test. Upon pressurisation of the device, liquid was observed exiting the balloon distal cone, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. No other damage was observed on the remainder of the device. Additional information: there were no issues noted with the sprinter balloons. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was noted while advancing the device to the lesion due to some calcium present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the stent balloon burst during stent deployment at 10atm. The percutaneous coronary intervention was performed via the right radial artery using a non-medtronic 6fr sheath. The lesion being treated was moderately tortuous, moderately calcified lesion with 99% stenosis in the proximal left anterior descending (lad) artery. Using a 6fr ebu 3.5 guide catheter, the lesion was crossed with two non-medtronic wires and a non-medtronic 6fr guide extension catheter and balloon angioplasty was performed. The lesion was pre-dilated with one 1.5x15mm sprinter balloon inflated to 8atm, one 2.0x15mm sprinter balloon inflated to 10atm and one non-medtronic 1.0x10mm balloon inflated to 10atm. The onyx frontier device was inspected prior to use with no issues noted. The onyx frontier device did pass through a previously deployed stent. Excessive force was not used during delivery. The 2.25x38mm onyx frontier stent was placed and deployed at 10atm however, the stent balloon ruptured before stent expansion. The stent was post-dilated with a non-medtronic 1.0x10mm balloon inflated to 16atm, a non medtronic 2.0x15mm semi compliant balloon inflated to 16 atm, and a non medtronic 2.5x15mm non compliant balloon inflated to 18 atm. There was a good result without residual stenosis with good flow in the proximal to mid lad (timi flow 3). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: fluoroscopic image review show the pre-dilation of the lad. The images show that the delivery system was removed from the vessel leaving the unexpanded stent in the vessel. The unexpanded stent was expanded with balloons resulting in full stent expansion. The actual reported balloon burst cannot be confirmed from the fluoroscopic images but it can be confirmed that the stent was not fully expanded from the images and this suggests a balloon issue. The cause cannot be confirmed from the images. Additional information: the lesion being treated had 99% stenosis in the mid left anterior descending (lad) artery and 50% stenosis in the proximal lad. The device was not moved or repositioned in the lesion while inflated. The device was inflated one time when the issue occurred at around 8-10 atm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.